Event description:
Rayner has received an initial contact from our (B)(4) contacted rayner intraocular lenses limited on (B)(4) and commented that "both lenses have been implanted in the same patient with a week apart and in both cases the doctor has detected endophthalmitis in both patient's eyes." This report relates to the left eye only.

Manufacturer narrative:
The patient developed onset inflammation on the (B)(6). The distributor (B)(6) comments that "at the beginning the answer to topical steroids and vigamox seemed to be good in both eyes. The condition had a strong tendency to develop strong iris synechia in be. Five days after topical treatment was started we show fair answer with no changes in the exudate in the front of the iol which was developed in both cases. Therefore we decided to perform an interior chamber tap and in the same time intracameral vancomycin. Now nearly two mo after initial surgery, re is 20/20 and le is 20/200 (this eye was amblyopic and final va is similar to the previous one). In summary: good final functional results in be only pupillary and iris sequelae." The patient has undergone an anterior chamber tap and a vancomycin injection. The patient has also been prescribed clarithromycin 50mg twice per os, predforte 1 drop every 4 hours, cyclopentolate 3 times a day and vigamox 1 drop each four hours. A review of manufacturing records for this iol show that normal manufacturing and sterilization were recorded. The lenses released from this batch were all within specifications and manufactured to the highest standard. Rayner has not received any other complaints of any type against the batch (B)(4). The c-flex aspheric 970c lens is not available in the united states but the material, haptic, optic and the refractive outcome of the patient is the same as the c-flex 570c lens which is available in the united states. (B)(4).